Event description:
It was recently reported that during a stent replacement procedure for treatment, the wallstent was placed into a wallstent that the pt already had and it got too far into the hepatic duct. It was reported that the pt developed cholangeosepsis.